Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: literature - alharbi, m., alshamsan, b., almansour, m., alharbi, a., algaadi, a., & abdelhafez, m. F. (2024). Early experience of en bloc holmium laser enucleation of the prostate in saudi arabia. Urology annals, 16(2), 150 -154. Https://doi.org/10.4103/ua.ua_74_23.

Event description:
It was reported to boston scientific via an article published in urology annals that a prospective study was conducted to determine the safety and efficacy of holmium laser enucleation of the prostate (holep) procedures in patients with different prostate sizes. A total of 100 consecutive patients who underwent holep from january 2020 to december 2021 were included in the study. The patients were all operated on by a single surgeon and they underwent follow-up for six months. All procedures were conducted using a 110w holmium laser source and the energy was delivered using a 550-um fiber into a 26 fr. Continuous flow resectoscope sheet. There were no intraoperative complications. Following the procedures, two patients were not able to spontaneously void. One of the patients had clot retention that required catheter fixation and irrigation for 24 hours. At short-term follow-up visits, 1 patient had bladder neck contracture, 1 patient had urethral stricture, and 1 patient had urosepsis. At the three month follow-up visit, 6 patients had urinary incontinence. However, at the 6 month follow-up visit, only one patient reported having a urinary incontinence.

Event description:
It was reported to boston scientific via an article published in urology annals that a prospective study was conducted to determine the safety and efficacy of holmium laser enucleation of the prostate (holep) procedures in patients with different prostate sizes. A total of 100 consecutive patients who underwent holep from january 2020 to december 2021 were included in the study. The patients were all operated on by a single surgeon and they underwent follow-up for six months. All procedures were conducted using a 110w holmium laser source and the energy was delivered using a 550-um fiber into a 26 fr. Continuous flow resectoscope sheet. There were no intraoperative complications. Following the procedures, two patients were not able to spontaneously void. One of the patients had clot retention that required catheter fixation and irrigation for 24 hours. At short-term follow-up visits, 1 patient had bladder neck contracture, 1 patient had urethral stricture, and 1 patient had urosepsis. At the three month follow-up visit, 6 patients had urinary incontinence. However, at the 6 month follow-up visit, only one patient reported having a urinary incontinence.

Manufacturer narrative:
Boston scientific concludes that the reported performance allegation in this complaint has not been confirmed, as the product was not returned for analysis. Without a returned device, no physical or visual analysis of the product could be performed. The reported patient symptoms of sepsis. Incontinence, urinary, urinary retention, urethral stenosis/ stricture, stenosis, non-vascular and hematuria are a known risk associated with implant of these devices as indicated in the instructions for use. According to this information, a probable cause of known inherent risk of device was assigned to this investigation. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Alharbi, m., alshamsan, b., almansour, m., alharbi, a., algaadi, a., & abdelhafez, m. F. (2024). Early experience of en bloc holmium laser enucleation of the prostate in saudi arabia. Urology annals, 16(2), 150-154. Https://doi.org/10.4103/ua.ua_74_23.